Event description:
On xxxx xx we received a similar syringe and I contacted the distributor and manufacturer to notify them of this packaging error. Today (13 days after) we received another syringe with this same packaging error and I again contacted our distributor and the manufacturer. The representative at the manufacturer's customer service number said she would contact our distributor. Our compliance officer is submitting a medwatch. Thank you. Outcome: I contacted the distributor and manufacturer to notify them of this packaging error. The representative at the manufacturer's customer service number said she would contact our distributor. Our compliance officer is submitting a medwatch. Patient counselling provided: unk. Adm route: oral. Access number: (B)(4). Medication errors reporting program. (B)(4).